Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. Subsequently, patient began experiencing pain due to the femoral component being too small and anterior notching. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number-unknown. Manufacture date ¿ unknown.